Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event.

Event description:
It has been reported that one unspecified bd¿ catheter has been found experiencing difficult needle disengagement during use. The following has been provided by the initial reporter: on the morning of november 20th, intravenous indwelling needle puncture was performed on the child. When the catheter was pushed and the needle core was removed, the needle could not be removed, so the indwelling needle could only be pulled out and another set of indwelling needle was taken out for puncture. This incident caused the pain of secondary venipuncturing, and it caused wasting of human resources and property.